Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. During visual inspection, evaluation found heat damage on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, the device had heat damage. There was no patient involvement.